Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and the customer confirmed there was no sound coming from the speaker and there was a speaker inoperative message present. The mainboard was replaced, the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
The customer reported speaker malfunction error. It was confirmed there was no sound. The device was not in use on a patient at the time of event, there was no patient involvement.